Manufacturer narrative:
The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they changed the igs port on the navigation system and the exams could transfer normally.

Event description:
A site representative reported that, while in a spinal fusion, images would not automatically transfer between the imaging system and the navigation system. When switching the manual transfers and error message appeared on the navigation system. The site elected to continue the procedure without medtronic navigation and imaging. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date now provided. The logs for the navigation system were reviewed by medtronic personnel. The volume reconstruction is suspected to be related to the association between scp daemon and receive_dicom to close. Changing the port setting bypassed scp daemon and successful send the exam to receive_dicom. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.